Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2014: the patient had unspecified injuries related to a defect in the ventralex and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be the best estimate. Updated fields: a2, b4, b5, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2014: the patient had unspecified injuries related to a defect in the ventralex and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with umbilical and ventral hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿a supraumbilical incision was made. The ventral hernia was identified and the sac was excised. The incision was extended to the umbilicus where 2 defects were in continuity was noted. The umbilical hernia sac was dissected off and removed. A large ventralex mesh was placed to bridge the gap and secured to the healthy fascia with sutures.¿ on (B)(6) 2014 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair. Per op notes, ¿a midline infraumbilical incision was made to the left side of umbilicus at the prior scar site. The hernia sac was identified and a loop of bowel densely adherent to the anterior abdominal wall was noted. The prior ventralex mesh stuck into the anterior surface of the small bowel was dissected free. The edge of the defect was oriented longitudinally. The bowel was noted to have a possible serosal tear and repaired with sutures. Primary repair was made with continuous sutures.¿